Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1000 units of bd vacutainer® multiple sample luer adapter had illegible label information. The following information was provided by the initial reporter, translated from french to english: almost illegible engraving of lot number and expiry information on the device units.

Event description:
It was reported that 1000 units of bd vacutainer® multiple sample luer adapter had illegible label information. The following information was provided by the initial reporter, translated from french to english: almost illegible engraving of lot number and expiry information on the device units.

Manufacturer narrative:
The following fields were updated due to additional information: d.3 medical device manufacturer: becton, dickinson & co., (bd) d.4. Medical device lot #: 22195502. D.4. Medical device expiration date: 2025-07-31. H.4. Device manufacture date: 2022-07-14. G.1. Manufacturing location: becton, dickinson & co., (bd) h.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for illegible IV shield print with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to illegible IV shield print as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode illegible IV shield print. Bd was not able to identify a root cause for the indicated failure mode.